Manufacturer narrative:
MDR 3003442380-2024-00806 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in australia on 12-apr-2024, it was reported that on (B)(6) 2024, the patient experienced infusion set cannula was leaking at the site. Within 3 or more hours of abdomen insertion customer noticed symptoms. At the time of the issue, there was a trace of ketones and high blood glucose (specific value unknown). The infusion set was used for 1 day. Additionally, patient had correction injection via multiple daily injection (mdi) to address high blood glucose and infusion set was replaced, insulin resumed successfully. No further information available.